Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of low right sided filling pressures and low cardiac output could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported event of slightly elevated pump power and flow values; however, a specific cause for these elevations could not be conclusively determined. The submitted log files contained events and data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Slight, transient elevations in pump power and flow were observed following (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains on going on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the power trend was stable upon further log file review.

Event description:
It was reported that the patient was going for a right heart catheterization and the log files were review. Evaluated pump powers were noted in the log. The patient had low filling pressures and low cardiac output. The patient was asymptomatic, and labs would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.